Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String has broken requiring me to seek assistance in removing "[tampon]" - vagina "[foreign body in reproductive tract]". Gone to remove my tampon. String has broken requiring me to seek assistance in removing "[complication of device removal]". String has broken - tampon "[device breakage]". Case narrative: consumer reported via e-mail that the tampon string broke during removal. No serious injury was reported.